Event description:
After the catheter was connected to the ventrix, the error codes e02 and e04 were displayed and the surgeon could not use it. The surgeon replaced it with a new catheter and was able to use the new catheter without incident. The surgeon suspected that the replaced device caused the errors. No pt contact was reported.